Event description:
Patient reports pain with swallowing, neck tightness and chin tremors associated with the vns. The patient's settings were lowered and a CT scan will be ordered. The patient was later referred for a full revision. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information received noting that the reported pain with swallowing, neck tightness and chin tremors are all related to vns stimulation and the surgical intervention was for both patient comfort and to preclude a serious injury. Clinic notes received noting that the patient's vns was malfunctioning and the patient also underwent x-rays. High impedance was observed and the patient later underwent a full revision and the explanted devices were discarded.